Manufacturer narrative:
Serial and model numbers have been added to the dedicated d.4 section and h.4 section has been updated accordingly with the device manufacturing date. H.10: through follow-up communication livanova learned that the error code was associated to no impulse transmission from the hall sensors on the clamp motor. However, a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. No hardware malfunctions could be identified and device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported error is reasonably traceable to external factors such as to the type of tubing used being extremely hard. Since no malfunction of device occurred, the reported event could not be traced to the device and the reportability decision has been re-evaluated as not reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp gave an error code during priming. The information regarding the specific error code is still pending information to livanova. An issue associated to clamp closure cannot be excluded at the moment. There was no patient involvement.